Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, serial ring was loose a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable root cause of the malfunction poor image quality was component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had poor image quality. The issue occurred during inspection for use. There were no reports of patient harm.